Event description:
Information was received from a patient who was implanted with a neurostimulator for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) dislocated. There was trauma at work that could be related to this issue. She was at work and picked up a 75 pound big rubber bin. The ins "popped" in the pocket and a revision was scheduled. However, due to a need for an MRI due to results from a mammogram, the patient chose to have the ins removed. The MRI was not related to the device therapy. The ins was controlling more than 50% of her symptoms. The ins dislocated in (B)(6) 2016. On (B)(6) 2016 the ins was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.